Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss was not able to confirm the reported issue. Fss checked the system and performed the field service checklist, which the unit passed all of the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported poor vacuum that vacuum did not rise during surgery at phaco mode and irrigation/aspiration (I/a) mode on the whitestar signature system. There was no patient injury and no medical intervention reported.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or deviations reported, and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.